Manufacturer narrative:
According to the practitioner the two implants didn't take and failed to integrate. The two implant have been placed in 12 and 22 position on (B)(6) 2017. Three months after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
The two implants fail to osseointegrate.